Event description:
It was reported that this patient was referred for a generator replacement due to the generator reaching near end of service, and prior to surgery the device was interrogated and high impedance was observed. The surgeon and physician believed that the high impedance is a transient result due to the device nearing end of service. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's generator has been explanted due to battery depletion. The product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Explant date, corrected data: supplemental report#1 listed the incorrect explant date.

Event description:
Additional information was received that both the lead and generator were both explanted and were received by the manufacture for product analysis. The lead underwent product analysis and the reported fracture of leads was not verified within the returned lead portion. A portion of the lead (including the electrode array) was not returned for analysis; therefore an evaluation could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator underwent product analysis and was found to be at an end of service condition. The generator performed according to functional specifications, and no anomalies exist as the end-of-service condition is an expected event. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.